Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 210 mg/dl. The customer stated had insulin flow blocked alarm and blood glucose level was lowering. The insulin pump will not be returned for analysis.